Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit. The home patient (hp) cycled the power off and on and the alarm did not repeat. During troubleshooting questions, it was discovered that the hp had a clamp open on an unused supply line. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). System error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.